Manufacturer narrative:
Concomitant medical products: tissue valve, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with fever, chills and blood cultures were (B)(6) for (B)(6) and (B)(6). A transesophageal echocardiogram was performed and noted vegetation on the lead. A chest xray noted right middle lobe infiltrate. The patient was treated with intravenous antibiotics and diagnosed with endocarditis/bacteremia/septicemia. The cardiac resynchronization therapy pacemaker (crt-p) system remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.